Manufacturer narrative:
Further information was requested but not received. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2022-09737,2017865-2022-09738. It was reported that the patient presented with a possible device pocket infection. Bacteria was found on patient's incision and in urine. The entire system was explanted. The patient was recovering. No additional information was reported.